Event description:
Smiths medical has recalled my insulin pump due to a software defect. They have sent me out a used and unsterilized pump to replace the defective one! Stated "the FDA knows about this." Is this true? I do not know if previous user had mrsa, aids, hepatitis or what. Maybe a kid dropped it in the commode, who knows? I find this practice unacceptable for infectious reasons. My physician agrees. I am getting run-around from smiths medical. Do you folks really approve of passing out used insulin pumps to replace defective ones? I need a reply. My next contact will be the newspaper. Dose or amount: extended bolus; frequency: as needed; route sq. Dates of use: 2007 - 2009. Diagnosis or reason for use: diabetes.